Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device¿s cannula broke, wherein it was tapered smaller and not allowing the 5mm instruments the same space as usual. An applied 5mm trocar was placed in order to complete the case. No patient injury.